Manufacturer narrative:
This case is received by seikagaku corporation on may 31, 2018. Seikagaku corporation is also submitting this report on behalf of zimmer, inc. As the importer with authorization by the exemption number e2011015.

Event description:
On (B)(6) 2018 a patient had a gel-one injection in both knees. On (B)(6) 2018 subsequently the patient experienced facial swelling, shortness of breath, fatigue and other unknown symptoms, (B)(6) 2018 other tests had all come back negative.

Event description:
(B)(6) 2018 - a 49 year-old female patient had a gel-one injection in both knees. (B)(6) 2018 - the patient was unable to straighten her left knee. The knee was swollen and painful. In a couple of weeks after, the patient started to experience swelling of the eyelids, then of the entire face, shortness of breath going up stairs, fatigue and fingers swelled. (B)(6) 2018 - the swelling subsided by around mid-april. It was not constant (the facial, fingers - the eyelid swelling was almost constant, just the degree of swelling changed.) The allergist tested the patient for poultry, feathers, and eggs - all came back negative. According to the patient on (B)(6) 2018, she also experienced blood pressure went up. (B)(6) 2018 - her knee could finally straighten almost all the way, with minimal pain. She received a cortisone injection on (B)(6) 2018, which helped. She had previously received orthovisc shots regularly for years, and didn't have these symptoms with those.

Manufacturer narrative:
This case was received by seikagaku corporation on may 31, 2018 and the patient gave a call on june 13, 2018 and an e-mail on july 24. Manufacturer assured that there was no quality problem based on the manufacturing process, the in-process testing, the release testing and the environmental monitoring for lot no. 0017y15g. Seikagaku corporation is also submitting this report on behalf of zimmer, inc. As the importer with authorization by the exemption number e2011015.

Manufacturer narrative:
This case was received by seikagaku corporation on may 31, 2018 and the patient gave a call on june 13, 2018. Manufacturer assured that there was no quality problem based on the manufacturing process, the in-process testing, the release testing and the environmental monitoring for lot no. 0017y15g. Seikagaku corporation is also submitting this report on behalf of zimmer, inc. As the importer with authorization by the exemption number e2011015.

Event description:
(B)(6) 2018 - a patient had a gel-one injection in both knees. (B)(6) 2018 - subsequently the patient experienced facial swelling, shortness of breath, fatigue and other unknown symptoms. According to the patient, the complications listed below are also experienced. Left knee could straighten. Fingers swelled. Blood pressure went up. 2018-unk - other tests had all come back negative.